Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, high blood glucose levels and hospitalization. Customer¿s blood glucose level was unknown. Customer treated their high blood glucose levels via insulin drip and insulin pump. Customer was hospitalized due to high blood glucose levels. Troubleshooting for no delivery was performed. Customer changed out their infusion set which resolved the issue. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.